Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 86 mg/dl. Customer treated with food for low glucose level. Customer reported the insulin pump was over delivering as they disconnected from the insulin pump the blood glucose level rose. Customer primarily reported that the insulin pump was giving too much insulin and there was micro boluses from the insulin pump. The insulin pump and reservoir will not be returned for analysis.